Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure. During the procedure, both the atrial and right ventricular leads exhibited high capture threshold. The physician waited five minutes for the heart tissue to recover from the implant, but the capture thresholds remained high with marginal sensing numbers. A new set of leads were used to complete the procedure without further incident. There were no adverse consequences to the patient. Related manufacturer reference number: 2017865-2020-14402.